Event description:
It was reported that a patient was at a consult for vns removal due to a lead break.. The patient's vns had been disabled due to the lead break. It was clarified that the high impedance was identified two years prior by a neurologist. Trauma or manipulation were not suspected as the cause of the high impedance. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The physician told the patient on (B)(6) 2014 that there was a lead malfunction and that the device was not delivering therapy any longer. There were no diagnostic results available, so it could not be determined how the physician knew there was a lead malfunction. The patient was referred for lead revision at that time, but no surgery has occurred to date. Programming history was reviewed, and the dcdc code was 0 from implant ((B)(6) 2009 to (B)(6) 2012).

Event description:
Product analysis of the lead identified abraded openings in the outer and the inner silicone tubing. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil broken ends and strand segments showed that pitting or electro-etching condition had occurred at the break location. However, due to metal dissolution and surface contamination the fracture mechanism could not be ascertained. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. MFR. Report # 1644487-2016-01345 addresses the malfunction with the generator (header detachment) that was identified and verified through product analysis.. The generator analysis also confirmed the device had reached normal end of service.

Event description:
The patient had surgery on (B)(6) 2016. During surgery, it was identified that the generator header was completely separated from the can. The lead was also explanted, and the lead impedance was not tested at all during the surgery. The explanted lead and generator were received on 05/09/2016. Analysis has not been completed to date.